Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 110 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer was disconnected during manual prime. The customer stated that the device was not bumped or dropped and no water contact. The customer reported the drive support cap appears normal. The customer was advised that the device would be replaced and agreed to return the product for analysis.